Event description:
It was reported that an empty cassette alarm occurred as there was still drug inside. No patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the sample was returned for investigation. The returned sample was received in used conditions without their original packaging, decontaminated and inside in a plastic bag. The complaint returned units were visually inspected under normal conditions of illumination. The sample received contains no damage, cracks or any discrepancy affecting its performance. The sample was filled with 100 ml of colored water; the sample was connected to the cadd legacy plus to look for unusual functions. The sample was fully priming and connected without difficulties, the pump was set running and no alarms were activated. Complaint was not confirmed. No discrepancies were detected. No fault was found with the device. The root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).